Event description:
The patient presented having experienced high voltage therapies. The device interpreted the supraventricular tachycardia (svt) as ventricular tachycardia (vt) and inappropriate shocks were delivered. An elective device upgrade was performed which resolved the event. The patient was stable.